Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The spouse reported that on (B)(6) 2015 the patient started to have a stoma site infection described as redness with banding. The patient was seen and commenced 100mg of oral ceftin twice per day. On (B)(6) 2018, the ceftin was stopped but the infection remained active described as clear drainage was observed with no smell or odor, and redness remained. On (B)(6) 2018, the patient was was started on a new antibiotic 100mg of doxycycline once daily for 10 days.